Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 288 mg/dl, and the meter bg reading was 214 mg/dl. Customer delivered a bolus based on cgm readings and bg lowered to 44 mg/dl. Customer reported feeling anxious, sluggish, and had accelerated heart rate and saw white lights. Reportedly, the customer ate glucose tabs to treat low bg. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.